Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative. It was reported that the patient was experiencing new onset pain in their upper thighs and groin that had been going on for a couple of months, since (B)(6) 2018. No environmental or external factors were reported that may have led or contributed to the issue. Since the patient had been receiving great therapy from their stimulator for years and this was new pain, their physician ordered a CT myelogram. The scan showed that the patient had a disc bulging at l2-l3. The physician was to proceed with an l2 discectomy. The issue was not resolved, as surgical intervention was planned but not yet scheduled. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the bulging disc is related to the progression of the patient's spine disease and has been reviewed with the office. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient did have a surgery in 2018 of april to "clean out" where she had previous spine surgery. The patient reported today that she has recently seen a doctor as her pain continued. The doctor has offered to explant her current equipment and to place a new MRI compatible paddle lead, and do a buried lead trial for a week and see if this gives her any relief of her pain. If it does not he may proceed with a full l2,3 fusion and redo the l4-5 fusion that she already has. The newest model of ins was also discussed as an option so that they can push her parameters higher in a buried surgical trial then if they are sticking with primary cell options. No further information was reported.